Manufacturer narrative:
The device was returned, and the evaluation found due to a faulty patient board set the scope when plugged in to the device was not recognized. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center, did not recognized the scope when plugged into the device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's recognizing issue report of the scope was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was the faulty patient board set. We could not surmise the cause of the defect. Olympus will continue to monitor field performance for this device.